Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation, the q1 current- controlling transistor on the bedside board and d2 diode were shorted, the u13 cmos-flash microcontroller on the bedside board was corrupted and there was liquid contamination on the battery board. The cause of the inability to charge a battery is the shorted and corrupted components and the contaminated battery board. The root cause of the defective components cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.